Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned attachment was tested by manufacturing personnel. The handpiece failed for rotation, run noise, leak, cap temperature, cut, current draw, cap removal, color cap and sheath rotation tests. Quality personnel then investigated the attachment. Ambient cap temperature at time of testing was 22.3°c. Free run testing for 30 seconds resulted in a maximum temperature of 68.7°c. Free run testing for 37 seconds resulted in a maximum temperature of 74.1°c at which point the attachment seized up. Repeated attempts to restart attachment failed. Load testing was not conducted due to the inoperative condition of the attachment. Maximum temperature as per (B)(4) is 13°c above cap ambient temperature after 30 seconds of free run. Maximum temperature after 3 minutes in either free running or load testing is 48.0°c. The attachment failed both testing parameters. During examination after disassembly it was noted several internal components of the head assembly displayed slight to moderate to severe debris. It is possible that a lack of lubrication may have caused friction and as a result, an acceleration of wear components mentioned above. This accelerated wear then could have caused debris to form inside the rotating components causing further friction and accelerated wear. This combination of events most likely caused an increase of friction between components leading to the temperature rise reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.